Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial (B)(4), batch/lot number: 16835829, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that high impedances were noted on the patients lead. The patient underwent a revision procedure wherein a lead was added.